Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple auto off alarms occurred. The user's blood glucose (bg) level ranged from 275 mg/dl to 400 mg/dl. The user addressed bg level with a bolus. Reportedly, the user could not remember if the safety feature was turned on in the past and stated that their healthcare provider may have inadvertently turned the feature on during an appointment. Review of t:connect pump data confirmed that the safety feature was turned on. The user turned the safety feature off.